Event description:
During blood collection, rubber sleeve did not retract and needle remained uncovered resulting in blood leak and needle stick injury. Patient and technician had routine protocol blood work done, results cam back negative. No follow up necessary. No further information provided.

Manufacturer narrative:
Manufacturer investigation report attached.